Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station in the emergency department zone 1 at trauma area was not functioning. The customer stated that the screen was black despite power being present, and lights were visible at the back of the unit along with a clicking sound. It was suspected that drawers 1.1 and 1.2 were causing a short, and both drawers were identified as failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not working in emergency department. A field service engineer (fse) identified the drawer 1.2 control board as defective and replaced it along with a faulty barcode scanner, after which normal drawer operation was verified. The system functioned as intended after the field service engineer repaired the device.